Manufacturer narrative:
The c501 module serial number was (B)(6). The customer stated that they had elevated qc values while the calibration was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for several patient samples tested with the hdl-cholesterol gen.4 assay on a cobas 6000 c501 module. The reporter stated that the assay results have been higher than normal and were repeatable on the same instrument. They noted discrepancies when the results were compared with the patients' historical data. One example of a questionable result was provided: the initial result was 70 mg/dl. This result did not match the patient's historical data of 40 mg/dl.

Manufacturer narrative:
The provided calibration was acceptable. The provided qc showed that it was elevated. The field service engineer visited the customer's site, downloaded the correct calibrator lot, and re-prepared the calibrator and qc materials. The qc was performed, and the customer confirmed that it was within the range. A general reagent issue can be excluded, as the qc was within the acceptable limits. A general instrument issue can also be excluded, as no issues were reported with other tests. The investigation did not identify a product problem. The cause of the event was consistent with a use error where the customer used water from the vials to reconstitute the qcs and calibrators. The product labeling states: "deionized water is used automatically by the instrument as the zero calibrator."